Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticky and hard to push. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had diminished battery, no delivery alarms, unexplained no delivery alarms, unusual grinding noise, damage on screen and rainbow effect. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No display anomaly or "rainbow effect" noted on the display. All buttons are functioning properly. The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08780 inches. No unexpected low battery alarms, excessive no delivery alarms or motor grinding noise noted during the testing. The motor was tested outside of the device and passed. The insulin pump was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. No missing, crumbling pieces, or chipped case of the insulin pump noted during physical inspection. (B)(4).